Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1716602 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of the completion of the engineering evaluation.

Event description:
It was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f, never deployed and the white tube (advancer tube) never came down. The advancer tube was not engaged or visible. Significant resistance was encountered when shuttling down. Unusual force was not applied when retracting the procedural sheath. There was no patient injury. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that the sealant of a mynxgrip vascular closure device (vcd) 6f/7f, never deployed and the white tube (advancer tube) never came down. The advancer tube was not engaged or visible. Significant resistance was encountered when shuttling down. Unusual force was not applied when retracting the procedural sheath. There was not patient injury. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was not returned with the device and the advancer tube was separated from the device as received. Based on the provided information and the condition of the returned device, it is unknown if a shuttle down procedure may have been simulated after use of the device. Functional testing was performed on the returned device by manually re-inserting the advancer tube back on to the catheter shaft and the results showed that the advancer tube properly engaged to the distal tamp lock as intended per the mynxgrip instructions for use. The balloon was inflated with water and pressure was maintained. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks, and the catheter and shuttle cartridge were also inspected for anomalies that may have obstructed the device path during deployment. No damages or anomalies were observed. The advancer tube¿s length was measured and noted to be within specification. Review of lot f1716602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿advancer tube not present¿ could not be confirmed through analysis of the returned device as the sealant was not received. Without the return of the sealant, the root cause of the reported event could not be conclusively determined during analysis. Based on the limited information available for review, procedural / handling factors (significant resistance was encountered when shuttling down) may have contributed to the issue reported. According to the instructions for use, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy and the advancer tube not exposed. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.